Event description:
It was reported that an ilet user experienced high glucose for prolonged periods and believed the system was not delivering sufficient insulin after meal announcements and was not providing corrections. The user reported completing both factory and soft resets without improvement, and the device was later disconnected and returned for evaluation. A replacement ilet was arranged. Symptoms included hyperglycemia and irritability. The user provided insufficient information regarding blood glucose levels. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.